Event description:
A surgeon reported a pt having a refractive surprise following intraocular lens (iol) implant surgery. The lens was exchanged. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested on 12/18/08 and 1/2/09 by fax, mail, and phone. A completed questionnaire has not been received.